Manufacturer narrative:
The reported oad was received for analysis. When tested, the device was found to function as intended with no anomalies noted. Adhered biological material was observed on the driveshaft and crown, however no damage to the device was observed which would have contributed to the accumulation. At the conclusion of the failure analysis investigation, the cause of the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a device malfunction occurred. When the oad was turned on prior to the procedure, all three leds lit up and the device was power cycled to resolve the issue. When the device was inserted into the patient and turned on, the motor made an abnormal sound. One pass of the target lesion was completed on low speed and one on medium speed, however when the device was moved to high speed the sound was heard again. The device was removed and atherectomy treatment of all target lesions was unable to be completed. The procedure was completed with balloon angioplasty and there were no complications to the patient.